Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) atrial pacing was out of specification. The epg passed all visual inspection and bench testing with no anomalies observed. The epg was returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing on the atrial side. The epg was later tested at the facility and it was found that the atrial output was low. The epg was returned for service. No patient complications have been reported as a result of this event.